Manufacturer narrative:
On 3-sep-2020,the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information regarding the date of implantation. On the initial report, the estimated date of (B)(6) 2002 was reported as the date of implantation. Additional information revealed that the date of implant was (B)(6) 2002. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Additionally, a tear was observed within the siltex cracking, measuring approximately 0.6 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with a 325cc mentor siltex round moderate profile prosthesis and experienced postoperative right-sided deflation. The patient noticed the deflation about a week prior to a consultation. The diagnosis was confirmed by a healthcare professional on (B)(6) 2020. As a result, the patient underwent bilateral removal and replacement with two 370cc mentor memorygel breast implant prostheses (catalog #: smpx-370, right serial #: (B)(4), left serial #: (B)(4) on (B)(6) 2020. Since only the year for the date of implantation was provided by the initial reporter, the date was estimated based on the manufactured date, 1-aug-2002. If additional information becomes available in the future, a supplemental report will be submitted.